Event description:
Our product manager spine has reported to us, that a surgeon detected that the inner shaft of the driver listed below is not extending enough from the tip of the driver to engage the bone screw.

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation, if the product is returned.